Event description:
It was alleged that the patient's magec rod is damaged, and was revised without incident.

Manufacturer narrative:
A visual inspection of the returned device revealed it was partially distracted with score marks on the distraction rod. Functional testing revealed that the rod could be lengthened by hand when pulling on the distraction rod, which confirms the pin failure. A device history record review revealed that the magec rod met all the required quality inspections and was released within specifications.